Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2009, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and device revision physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion of vaginal mesh. The following imdrf impact code capture the reportable event of: f1905 - device revision surgery.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during vaginal colpopexy with mesh insertion, anterior and posterior colporrhaphy, and cystoscopy procedures on (B)(6) 2009, for the treatment of vaginal vault prolapse. The patient was noted to have no evidence of bladder injury at the completion of the procedure after cystoscopy was performed. Moreover, there were no complications noted throughout the surgery, and the patient was taken to the recovery room in stable condition. However, due to erosion of the vaginal mesh, the patient underwent a cystoscopy and mesh excision on (B)(6) 2013. When the vaginal cuff was examined during the procedure, it was discovered that a small piece of mesh was eroding just distal to the vaginal cuff along the anterior vaginal wall. With a kocher clamp, the mesh was secured, and 0.5% marcaine with epinephrine was then injected into the surrounding area, including the vaginal cuff scar. Using a 15-blade scalpel, a circumferential incision was made. The edges of the incision were retracted with allis clamps, and the epithelium was dissected off the underlying pubocervical and rectovaginal fascia while at the same time isolating the anterior arm of the prior-placed uphold vaginal support system. The dissection was continued until all exposed mesh was incised well away from the incision. There was excellent hemostasis. A cystoscopy was done, and neither a damaged bladder nor urethra were found. Urine efflux was observed bilaterally from ureteral orifices. Furthermore, after draining clear urine from her foley catheter, the patient was brought to the recovery room in a stable condition.